Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie drawer had failed to stay closed. A field service engineer found that the open/close sensor was out of place and dangling, preventing the drawer from being recognized as closed. The fse reseated the sensor and locked it into its proper place. After the repair, the customer successfully recovered the drawer. The system functioned as intended after the field service engineer repaired the device. Initial reporter facility name:(B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the cubie drawer failed to stay closed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.